Event description:
The customer reported speaker works but that this intellivue mp5 monitor generate a visual "speaker malf." Inop. It is considered that the speaker completely failed. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported speaker works but that this intellivue mp5 monitor generate a visual "speaker malf." Inop. It is considered that the speaker completely failed. No pt harm was reported. It is considered that the speaker completely failed. As the customer has apparently recognized the speaker failure, and as not pt adverse event/adverse pt impact was reported to have resulted from this issue, it is considered the issue was immediately obvious to the user. Generally, pt alarms and technical inops will continue to be annunciated at the central station (if networked). In an abundance of caution we will report loss auf audio even though a visual warning is provided and product labeling states (user reference guide m8105-9001b (pg 37) describes personal surveillance): do not rely exclusively on the audible alarm system for pt monitoring. Adjustment of alarm volume to a low level or off during pt monitoring may result in pt danger. Remember that the most reliable method of pt monitoring combines close personal surveillance with correct operation of monitoring equipment. The intention on monitoring would be in close personal observation as specified in the product labeling. This would alert the user to a possible device issue to troubleshoot the device or implement alternative monitoring. User reference guide m8105-9001b (pg 37) describes personal surveillance. This would allow the user to implement alternative methods of monitoring per hospital protocol, and/or to troubleshoot the monitor. Phillips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.